Event description:
I had a tubal ligation in (B)(6) 2015. In 2015 I started having pain in my pelvic area. Two cts in 2018 showed the clip on my right side had come off and migrated to my left side. The cts were only a month apart and showed movement within that month. On (B)(6) 2018 I had a diagnostic lap and my gyn removed the clip (along with some endometriosis) as he believes it was causing some of the pain. My right tube had also adhered to my bowel due to the clip coming off. He removed those adhesions. I strongly believe that these clips caused my body to attack itself and caused my endometriosis. Tubal ligation should not be done with these clips anymore, if it all.